Manufacturer narrative:
Summarized patient outcomes/complications of sjm trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior myocardial infarction, stroke, pacemaker, atrial fibrillation, and chronic obstructive pulmonary disorder. Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic regurgitation, aortic stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.b3: date of event is estimated.d4: the UDI number is not known as the part and lot number were not provided.literature attachment: efficacy and safety of acurate neo2 in valve-in-valve tavi: a prospective single-center study.

Event description:
The article, "efficacy and safety of acurate neo2 in valve-in-valve tavi: a prospective single-center study", was reviewed. The article presented a prospective, single-center to evaluating the procedural success, hemodynamic performance, and 30-day and 1-year follow-up outcomes of the acurate neo2 valve in valve-in-valve (viv) transcatheter aortic valve implantation (tavi), providing valuable insights into the real-world feasibility and safety of this approach. Devices included magna ease, mitroflow, mosaic, sorin crown, st. Jude epic, st. Jude trifecta, and acurate neo2. The article concluded that acurate neo2 demonstrated excellent technical success, sustained hemodynamic performance, and significant clinical improvement in viv tavi. The absence of major adverse events reinforces its safety, efficacy, and durability as a treatment for degenerated surgical bioprostheses. [The primary and corresponding author was georgios papadopoulos, cardiology department, interbalkan medical center, 55535 thessaloniki, greece, with corresponding email: georgios.e.papadopoulos@gmail.com] the time frame of the study was from july 2022 to february 2024. A total of 55 patients were included in the study, of which 29 patients initially received an abbott valve and subsequently received a non-abbott valve for transcatheter viv procedure. The average age was 78 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior myocardial infarction, stroke, pacemaker, atrial fibrillation, and chronic obstructive pulmonary disorder.